Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 11:00 pm he activated a new pod and on (B)(6) 2014 his blood glucose and insulin history is as follows: see scanned table. He noticed the cannula was "detached" from his skin and it was slightly bent.